Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device recorded two signal artifact monitoring events which noted that the right atrial (ra) lead impedance was high, out of range (oor) in both episodes. Also false atrial tachy response episodes occurred due to oversensed noise on the ra lead. An ra lead fracture was suspected. Various programming options were discussed and a lead evaluation was recommended. According to the sales representative the patient was recently observed in office and the lead fracture was confirmed. By performing isometrics, noise was reproduced and the impedances were still high oor. The sensitivity on that lead was increased as a corrective action before a planned office visit with the following doctor so a lead revision can be discussed. The ra lead remains in service at this point. No adverse patient effects were reported.

Event description:
It was reported that this device recorded two signal artifact monitoring events which noted that the right atrial (ra) lead impedance was high, out of range (oor) in both episodes. Also false atrial tachy response episodes occurred due to oversensed noise on the ra lead. An ra lead fracture was suspected. Various programming options were discussed and a lead evaluation was recommended. According to the sales representative the patient was recently observed in office and the lead fracture was confirmed. By performing isometrics, noise was reproduced and the impedances were still high oor. The sensitivity on that lead was increased as a corrective action before a planned office visit with the following doctor so a lead revision can be discussed. At this point, the ra lead has been surgically abandoned with a loss of capture without asystole allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.